Manufacturer narrative:
Additional information d9, h3, h6: h10:the device was received for evaluation. During functional testing, '" ec345 ,thermistor disparity ' was reproduced. A review of the event history log revealed system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream temperature out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had system error 345 'thermistor disparity' during testing in the biomedical service department. There was no patient involvement. No additional information is available.